Event description:
It was reported that there was corrosion detection during arthroscopic surgery. No back up was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.corrected.